Manufacturer narrative:
The returned device was visually inspected and scratches were present on the sheath shaft. The sheath seals were in place, and no abnormalities were observed on the cross slit valve visible from the top of sheath housing. No other visual abnormalities were observed. Hemostasis testing was performed to assess if the returned sheath would leak when subjected to clinical conditions. The sheath was tested without devices or guidewires inserted, since that is consistent with the condition described for this complaint. The introducer is inserted into the sheath in order to insert the sheath into the hemostasis chamber and is removed prior to the start of the test per the procedure. This simulates the removal of any devices to ensure that the seals are functional after a device is removed. No leak was observed. Since no abnormalities were found during functional testing, no dimensional testing or measurement was performed. The related work orders were reviewed and did not reveal any issues that could have contributed to this complaint. A lot history review did not reveal similar returned complaints for sheath housing leakage. A review of the complaint history reveals that the occurrence rates do not exceed the september 2015 control limits for this trend category. Related IFU/training manuals were reviewed and no deficiencies were identified. During manufacturing, the esheath valves are 100% inspected prior to assembly. The valves are then placed in order until fully seated in the housing. The esheath is also 100% inspected. Further, the work order underwent product verification testing, which includes hemostasis testing. All tested samples passed with a leak rate of 0 ml/min. This meets the statistical requirements of an upper specification limit of 10 ml/min leak rate. The complaint was not confirmed and no manufacturing non-conformances were identified. Testing of the complaint device did not result in any observable leak from the sheath housing. During the procedure, withdrawal of a compatible device from the sheath could have resulted in one of the hemostasis seals becoming folded or caught. However, device withdrawal was simulated on the hemostasis testing performed on the returned device and no issues were observed. It is possible that a procedural factor (angle of withdrawal of the delivery system) caused the seals not to close; however, this could not be confirmed. Therefore, the root cause of the complaint is undetermined. Since this complaint was not confirmed, a pra is not required per (B)(4). However, previous complaints resulted in initiation of a pra to assess risks associated with similar issues of disc seal valve tears observed in devices that utilize the component. Previous similar complaints resulted in initiation of a CAPA to document investigation and corrective/preventative actions. The investigation is currently ongoing and actions taken will be documented in the CAPA. Additionally, a scar was initiated to document actions to be taken by the component supplier. The complaint was not confirmed, and no labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required for this specific complaint.

Event description:
After removal of the novaflex+ at the end of the tavr procedure, it appeared the valves of the 18 fr esheath were not competent as there pulsatile blood flow through the hub of the sheath. A finger was placed over the end of sheath to stem the blood flow until sheath could be removed. The cut-down access site was repaired successfully sent to recovery in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Event description:
After removal of the novaflex+ at the end of the procedure, it appeared the valves of the 18 f esheath were not competent as there pulsatile blood flow through the hub of the sheath. A finger was placer over the end of sheath to stem the blood flow until sheath could be removed. The cut-down access site was repaired successfully and the patient extubated and sent to recovery in stable condition.